Event description:
Hcp reported patient was at their "water physical therapy" - was sitting in front of whirlpool jets directed at the region of their low back over the spinal cord generator pocket. Generator was turned off at time of event. Patient described experience of a momentary shock sensation through their back, legs and back towards their arms, then the sensation dissipated. Patient attempted to do more exercise and had another shock. Patient left therapy and drove home with some weakness and numbness below the knee in the right leg. An ambulance took the patient to the hospital with "significant discomfort surrounding the pocket site and some degree of leg pain and some degree of weakness". No further shocks occurred. Consultation was called and acute herniated disk was ruled out and patient was discharged 2 days later-feeling better. Three days later, stimulation system was interrogated and integrity of system found to be intact. Xray of leads indicated no change from implant position. Patient complained that stimulation had changed - some stimulation remained in left leg and stimulation no longer covered right leg. Stimulation was turned off with appointment made to reprogram stimulation at a later date. Examination revealed "mild to moderate tenderness over pocket site which is really not much changed from before this event. Patient does have a bit of numbness present in the l5-s1 distribution on the right leg which again was similar prior to event. There was really no new evidence today of weakness, or further numbness on the exam compared to before."